Manufacturer narrative:
External insulation abrasion was noted at 8.0-8.5cm and 10.4-11.3cm from the distal end, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 13.3-15.3cm from the distal end. The etfe coating was intact at these locations. External insulation abrasion was noted at 17.5-18.3cm from the end of the connector pin. The rv conductor was fractured at this location. This is consistent with the observation from the field of high hv lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range impedance and an insulation anomaly were observed. The lead was successfully explanted and replaced without complications.